Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a left heart cath (lhc), the tr band was inflated with 15-18ml's of air in the procedure room; however, was found to be deflated by the time the patient got to pacu. The blood loss was less than 250cc.